Event description:
New biotronik ICD inserted (B) (6) 2010. On (B) (6) 2010, repeat procedure performed. Atrial lead was on ventricular port header and ventricular lead was on atrial port header. Lead loosened from header and reversed to correct position.